Manufacturer narrative:
The suspect device was returned and evaluated. During visual inspection, the right plunger case and battery door were found cracked, and the tamper sticker was observed broken / void. Review of the event history log confirmed the error had occurred. The error was duplicated through testing. Inspection found the right and left clutch half's worn, which would cause the reported alarm. The pump is over 5 years old, and required maintenance due to prolonged use. The pump was repaired. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Event description:
User facility reported the pump alarmed, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.